Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident it was determined that the tower was not listed on recover storage space list. A field service engineer worked with the customer over the phone to manually open all tower doors to create a failure so icon would display for recovery guided the customer through the process who then successfully cleared the failure and completed inventory. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door failed and unable to recover, which located on edc1px. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.